Event description:
A (B)(6) premature infant was transferred from (B)(6) to (B)(6) hospital on thursday (B)(6) 2017. Upon arrival at (B)(6), the pt had a head to toe assessment, at that time, an area on the baby's back where ucsd had applied the product "medline skin wound care marathon no sting cyanoacrylate skin protectant" was cultured and subsequently grew aspergillus (species to be determined). The product had been used in other nicu and was trialed for 1 week at (B)(6) with no adverse outcomes.